Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5159033.

Event description:
Voluntary medwatch received states the right atrial lead was fractured. A revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.